Event description:
It was reported that the patient experienced syncope symptoms. The pulse generator exhibited premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
Analysis found normal device characteristics.